Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not completing its boot up cycle during initial power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be corrupt memory on the single board computer (sbc) card of the device's system pcb assembly. A replacement for this part is no longer available. Device was scrapped by stryker. The customer will receive a replacement device.

Event description:
The customer contacted stryker to report that their device was not completing its boot up cycle during initial power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.